Manufacturer narrative:
Attempts were made with the customer to obtain additional information however, no response was received. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The product was returned and written that there was debris on the cone of the patient interface. It is unknown if there was any patient contact with the patient interface.

Manufacturer narrative:
Correction: section d4 expiration date: in the initial reported the device expiration date was noted as jan 31, 2024. The correct expiration date is jan 3, 2024. Section h4 device manufacture date: in the initial reported the device manufacturing date was noted as jan 31, 2022. The correct manufacturing date is jan 3, 2022. Additional information /device evaluation: section d9: device available for evaluation "yes" returned on nov 15, 2022. Section h6 testing of actual suspect device: one (1) opened patient interface received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.